Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed, on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). And one opening observed, on posterior side assessed, as surgical damage. Seroma-late: unable to observe, as it is a medical event. Not related to the device. Additional observations: red particles observed, on the surface of the shell. Creases were observed.

Event description:
Patient reported, left side "one has broken". Patient additionally reported, through ultrasound report "minimal periprosthetic effusion". Device has been explanted and replaced with a non-allergan device.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: seroma-late: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient additionally reported, through ultrasound report "minimal periprosthetic effusion". This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Patient said implanted "2010", but also provided medical record of hospitalization for implant dated (B)(6) 2012. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "one has broken". Device remains implanted.